Event description:
The complainant reported a patient was going to be implanted with an impella device for mechanical circulatory support. The 5.5 pump was unable to pass into the aorta from the left axillary due to patient anatomy. Multiple wires used and attempts made to pass pump and ended up aborting procedure and attempting a cp impella through the same site. This impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
Corrected information has been provided in d4 serial number. Upon review, it was identified that the initial reporter (e1) including [facility name, location, or contact details] was inadvertently omitted in error. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the delivery issue was determined to be patient condition related to the patient¿s anatomy.